Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00944; 360-15-504, s805 - wear/excessive wear, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: the previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified.

Event description:
Revision surgery - due to worn poly.